Manufacturer narrative:
Investigation: a sample was received in the columbus plant for evaluation. It has no packaging flow wrap. The barrel label confirms the lot# 7184857. It has the tip, the plunger rod-rubber stopper, and the saline solution. The barrel flange is damaged. Failure mode is verified however root cause is undetermined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. Product within specification? Yes/no. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented.

Event description:
It was reported that the flange on a bd posiflush¿ syringe was damaged. The syringe was not used and there was no report of leakage, injury or medical interventions.